Event description:
It was reported the pt had an infection. The doctor performed a one stage revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including product information, x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.